Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient contacted fresenius technical support for assistance in canceling a treatment due to not feeling well. Upon follow-up, the patient reported taking antibiotics. The patient¿s pd effluent culture was reportedly negative for growth. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2022 due to abdominal pain and cloudy pd effluent. The patient was admitted for the symptoms and a pd effluent culture was obtained. Peritonitis was suspected. The patient was administered intraperitoneal (ip) antibiotics with cephalexin 1g (frequency and duration unknown). The pd effluent culture resulted positive for citrobacter koseri and the white blood cell count was 20,000 (unknown units). The patient was confirmed with peritonitis diagnosis. The patient was showing improvement and discharged to home on (B)(6) 2022. The cause of the peritonitis was attributed to a breach in aseptic technique caused by a report of the patient line becoming disconnected at the connection to the pd catheter extension set during treatment. The patient did not complete hand hygiene prior to re-connecting the line. The patient has recovered from the peritonitis event.